Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported the pt was experiencing ineffective stimulation. A sjm rep met with the pt for scs system programming but was unsuccessful in achieving fully effective stimulation. It was additionally reported the pt has had multiple falls. Pt does not wish to move forward with any further intervention at this time.